Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had exhibited infection and protrusion of the device through the skin from the pocket. A revision was performed and the pacemaker along with the non-bsc right ventricular (rv) lead and non-bsc right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The pacemaker will not return for analysis.